Event description:
It was reported that shaft break occurred. A 3.0mm x 12mm quantum maverick balloon catheter was selected for treatment. However, during advancing, the shaft was fractured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.